Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator (ICD) found that the far field morphology scores were incorrectly measured. Programming interventions were made address the sensing issue on the discrimination channel. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.